Manufacturer narrative:
Batch review performed on 18 february 2019: lot 177245: (B)(4) items manufactured and released on 20-feb-2018. Expiration date: 2023-02-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event . Additional implants involved: cup: mpact 01.32.148dh acetabular shell ø48 two-holes(k132879) , lot 178414: (B)(4) items manufactured and released on 03-apr-2018. Expiration date: 2023-03-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event . Ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115), lot 177694: (B)(4) items manufactured and released on 26-mar-2018. Expiration date: 2023-03-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event . Stem: amistem h 01.18.130 ha coated std stem #0 (k093944), lot 131626a: (B)(4) item manufactured and released on 18-feb-2018 (resterilization of the original batch 131626). Expiration date: 2023-01-30. No anomalies found related to the problem.

Event description:
On (B)(6) 2019 we were informed about a patient who came in due to infection. On the following day a revision surgery was performed 1 year after primary surgery. The pathogen is unknown. The surgeon removed the stem, head, liner and cup and implanted antibiotic spacers. The surgery was completed successfully.